Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacture¿s final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was. Additional information received from the customer stated that the device was not reprocessed prior to returning it to olympus. However, the cause of the material remaining in the device could not be determined. The suggested events are detectable/preventable by handling the device in accordance with the following IFU: IFU states the detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited the suction channel was clogged with foreign material. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.